Event description:
The customer reported elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that this event did not result in a rwbc failure of a product. A service representative cleaned and calibrated the red blood cell (rbc) detector and performed a check out of the device. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
A service representative cleaned and calibrated the red blood cell (rbc) detector and performed a check out of the device. Investigation is in process. A follow-up report will be provided

Event description:
The customer reported elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.